Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389-40, (lot: va23x96); product type: 0200-lead and implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with parkinson's disease experienced a poor satisfaction with the treatment effect of the deep brain stimulation using the implantable neurostimulator 37612 activarc mvd and lead kit 3389-40 quad. During a follow-up visit, high electric resistance of the lead contacts was found. Contributing factors and troubleshooting measures were unknown. It was recommended to discuss the issue with the doctor to explore treatment options. It was indicated that the issue was resolved, and the device remains implanted and in service.